Event description:
The pump was returned to animas. Product analysis reviewed the pump and found that the battery compartment was cracked, the battery cap was stripped, corrosion was present in the battery compartment, the display screen was faded and discolored, and contamination was observed under keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed evidence that power events had occurred. The pump battery compartment was observed to be cracked from the compartment threads to the case seal and the battery cap was observed to be stripped; the battery cap returned with the pump was unable to maintain an electrical connection and power loss was observed. The pump battery compartment was also observed to be corroded. A test cap was inserted and the pump was able to be exercised for (B)(4) hours without power issues. During the testing, the up, down, and contrast keypad buttons were observed to be intermittently responding; the keypad was removed and found contamination under the up, down, and contrast button contacts. The display screen was also observed to be faded and discolored during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).